Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings occurred. It was indicated that the sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was not confirmed. A probable cause could not be determined. However an early sensor expiration due to potential patient misuse on (B)(6) 2020. No injury or medical intervention was reported.